Event description:
Pump (sn (B)(4)) that was just sent keeps showing error no disp, pump won't run. Pt attempted reattaching/aligning cassette 5-6 times and pump still showed error. No other info available. Dose or amount: 30 ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.